Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25-gauge trocar, a noticeable resistance was felt, replicating the reported event. It was also noted that the tip was slightly bent. However, this was determined to be unrelated to the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on july 10, 2018. There were 1380 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe could not be inserted into the 25ga trocar prior to a surgical procedure. There was no patient involvement.